Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 due to mixed urinary incontinence, stage 2 pop and recurrent uti¿s. It was reported that patient underwent periurethral collagen injection on (B)(6) 2011 due to detrusor instability. It was reported that patient underwent cystoscopy and bladder biopsy on (B)(6) 2012 due to urinary incontinence. It was reported that patient underwent transurethral resection of bladder on (B)(6) 2012 due to gross hematuria and incontinence. It was reported that patient underwent open cystectomy and ileal conduit diversion on (B)(6) 2012 due to neurogenic bladder, recurrent complicated uti¿s and urinary incontinence. It was reported that patient underwent ileal/colon conduit urinary diversion on 4/18/2012 due to end stage neurogenic bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 05/23/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency, urgency, and dysuria.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.